Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device has been returned to zimmer biomet for investigation and the investigation is underway. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source - (B)(6).

Event description:
It was reported that a drill bit fractured while drilling a pilot hole and a delay of thirty minutes or more occurred while removing the drill bit fragment from the patient's bone. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The drill part number 01-7144 tw drill 1.1x50mm 7mmstop w/nt serial number (B)(6) was returned for evaluation. On visual inspection, the drill was noted to have a transverse fracture through the flutes near the neck. The cert was reviewed and there were no non-conformances were found. There are no indications of manufacturing defects. For this part 01-7144 serial number (B)(6) regarding the drill fracturing, there is a complaint rate of 0.4% which is no greater than the occurrence listed in the application fmea. For this part (01-7144) and the previous one year (from the notification date) regarding the drill fracturing, there is a complaint rate of 0.2%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint is the drill experienced force in excess of what it was designed to encounter; fractures at this point of the drill are typical of excessive force fractures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.